Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent inadequate apposition and stent thrombosis occurred. The target lesion was located in the very mild tortuous proximal to mid right coronary artery (rca). The target lesion was treated with placement of a 3.0x24mm synergy ii stent with good angiography result. The procedure was completed successfully and the patient was sent to recovery. The patient experienced chest pain in recovery room and was sent back to the catheterization lab for further evaluation. Angiography showed a stent thrombosis in the previously stented rca. The stent looked under sized or not well expanded. An apex 2.75x12mm balloon was used to gain better flow back to the vessel and a second 2.75x12mm synergy ii stent was implanted without complications. The patient was able to leave the catheterization lab in stable condition with favorable prognosis.